Manufacturer narrative:
H3: product analysis of part # (B)(4); lot # h5906674; visual and optical inspection did reveal some damage to the threads in the pedicle head of the screw and some wear from the seating of the rod and tightening of the set screw. The female torx of the bone screw has been damaged which appears to from the engagement process of the driver. Functional inspection confirmed a sample set screw was able to be threaded in the pedicle of the screw without any issue. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. The pre-op diagnosis of patient was degen spine lumbar. It was reported that, the head of tulip was stripped. Procedure or technique planned was posterior lumbar fusion. There was a surgical delay of 30 minutes reported in order to remove screw and replace. No patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.